Event description:
End user stated that the front right leg of the walker snapped off and made a clean break from the rest of the walker. End user is now unable to use the walker. She could not verify the exact model number, only that it is a walklite. End user stated she was sitting on the seat and someone was rolling her when leg became broken.